Event description:
The st. Jude medical representative phoned to report a patient was externally rescued and brought in to the hospital. After this event, the patient's v-232 was interrogated and the defibrillator presented in a hardware reset state. It is unknown how and when this reset occurred.